Event description:
The valvulotome was used during an in situ bypass operation. The vein was severely injured. According to the statement, the vein was injured and slit open. The vein could then no longer be used. Additional information was requested in regards to the details of the reported incident, but it was not successful. No other injury was reported to the patient.

Manufacturer narrative:
The device was not returned as it was discarded. Therefore, we could not conclusively determine the root cause. The IFU warning states: "do not insert the lemaitre valvulotome into a vessel or extract from a vessel in the open position. Do not rotate the lemaitre valvulotome in a vessel. Do not advance the lemaitre valvulotome with the blades in the open position. Failure to sheath the cutting blades and centering hoops prior to retracting the device from the vein may cause damage and the potential complication while using the device is vessel wall perforation." The lot number of the product was not provided. Therefore, we're unable to perform a lot review. Although the root cause could not be confirmed, CAPA 2022-025 was previously opened to address similar reports for this product.